Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gd6321, mfg date: unk, exp date: unk; batch gd5210, mfg date: unk, exp date: unk; batch ggk258, mfg date: unk, exp date: unk; batch ghz662, mfg date: unk, exp date: unk. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an oral procedure on (B)(6) 2014 and suture was used. The surgeon opined that there was a suspected stitch granuloma since the wound failed to heal properly on time and the patient had a reaction to the suture. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent oral surgery for trauma/accident case with a contaminated wound. Deep dermal tissue was closed using simple interrupted suturing technique. The patient present with a granuloma approximately 13-15 days post-operative. The surgeon opines that patient is a young healthy adult without any medical issues.